Event description:
A hospital sister reported that during cataract extraction by phacoemulsification, a plastic foreign body appeared in the eye. The foreign body was removed, and the handpiece and tip were exchanged. The surgery was completed after a delay of ten minutes. The most recent information provided was at one day post-op, and it was unknown at that time whether there was any clinical impact. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).